Event description:
Major pump unit(s) involved: external control system failureadditional text: percutaneous lead fracturespecific component(s) involved: driveline malfunctionadditional text: perc lead fracture. Non-grounded power source usedother component:causative or contributing factor: no specific contributing cause identifiedother cause:intervention(s): other interventions, specifyother intervention : non-gounded power source used to prevent shocking at driveline. Rec pump replacement but pt. Refusedimplant device type: lvadmalfunction device type:

Event description:
Major pump unit(s) involved: external control system failurespecific component(s) involved: driveline malfunction